Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked. Customer stated that the event was resolved on complete set change. Customer reported that the insulin pump become unresponsive to new battery. Customer reported that the buttons were unresponsive on battery change. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 customer alleged failed battery alarms, insulin flow blocked alarms, and unresponsive buttons. Insulin pump successfully downloaded traces and history file using thus. Unit received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Insulin pump passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. Unit passed keypad voltage test. Insulin pump the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing or in the insulin pump trace download. ¿no unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the insulin pump history on (B)(6) 2022 at 07:32:00.000, 07:42:00.000, 07:42:14.000, 07:43:11.000, 07:45:47.000, 07:48:00.000, 07:58:00.000, and 08:08:00.000 during basal. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on the motor and electricity board 1. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Failed battery alarms not confirmed during testing or in the power management graph. Insulin flow block alarms not confirmed during testing. Unresponsive buttons not confirmed. However, moisture damage confirmed at the motor and electricity board 1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.